Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured march 14, 2014 to march 17, 2014. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap had separated from the distal luer lock. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a small volume intermate had become disconnected from the device. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.